Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator failed to reach the target pressure during an unspecified procedure. It was not specified if the procedure was impacted nor how it was completed. There was no reported patient injury or medical intervention associated with this event.